Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation as well as a left side exchange from textured to smooth due to concern with the product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening on posterior, crease fold, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.